Event description:
Reportedly the needle dislodged into the patient's pelvis and the needle was removed. Decision was made to hand sew and complete case by the surgical team. Procedure type: myomectomy.